Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate a balloon during a pretest. The user pushed the syringe strongly and was able to inject a little water, but the water was not able to be removed.

Event description:
It was reported that it was difficult to inflate a balloon during a pretest. The user pushed the syringe strongly and was able to inject a little water, but the water was not able to be removed.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one two-way foley catheter was received. Attempted to inflate the balloon with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The solution was not able to advance into the balloon. The balloon was then dissected. The inflation notch was not completely perforated. This was considered a failure, which states that the notch punch should be complete. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.